Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair on (B)(6)1999 and a mesh was implanted. It was reported that the patient experienced pain, gastrointestinal issues, dyspareunia, difficulty walking and other injuries following the procedure. It was reported that the patient has undergone multiple procedures, including a wound exploration on (B)(6) 2013, at which time the mesh and multiple suture granulomas were removed; the patient had a repair of the incisional hernia without mesh. No additional information was provided.